Manufacturer narrative:
The device has not been received for analysis and the current return status is unknown. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat persistent atrial fibrillation in the left atrium (la) faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was prepped as per instructions for use (IFU). The first aspiration after the sheath was inserted in the la and the dilator was taken out of the sheath showed no bubbles. The second aspiration after the catheter was inserted in the sheath showed a continuous stream of bubbles in the flush line port. The physician tried to aspirate several times and there were always bubbles coming, so the sheath was replaced. The new sheath (same lot number) showed no bubbles when aspirating with the catheter inserted in it. The procedure was completed successfully by using an alternative device. No patient complications have been reported. The product return status is unknown. It was further reported, only the dilator had been inside the sheath prior to the event. The farawave catheter was inside the sheath at the time the air was observed. A pressure bag was used for the irrigation of sheath. The merit inqwire rosen guidewire was in the farawave catheter when the farawave was inserted into the sheath, with the tip of the guidewire near the tip of the catheter as per boston guidelines for air management. No other issue has been reported.

Event description:
It was reported that during the pulse field ablation procedure to treat persistent atrial fibrillation in the left atrium (la) faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was prepped as per instructions for use (IFU). The first aspiration after the sheath was inserted in the la and the dilator was taken out of the sheath showed no bubbles. The second aspiration after the catheter was inserted in the sheath showed a continuous stream of bubbles in the flush line port. The physician tried to aspirate several times and there were always bubbles coming, so the sheath was replaced. The new sheath (same lot number) showed no bubbles when aspirating with the catheter inserted in it. The procedure was completed successfully by using an alternative device. No patient complications have been reported. The product was received for analysis. It was further reported only the dilator had been inside the sheath prior to the event. The farawave catheter was inside the sheath at the time the air was observed. A pressure bag was used for the irrigation of sheath. The merit inqwire rosen guidewire was in the farawave catheter when the farawave was inserted into the sheath, with the tip of the guidewire near the tip of the catheter as per boston guidelines for air management. No other issue has been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Although the device passed leak and aspiration testing, this anomaly could have compromised the valves ability to seal pressure and fluid within the sheath.